Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed the sensor initialization test. The sensor functioned properly. The cannula was bent, but could not confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the needle anomaly due to the needles not being returned.

Event description:
Customer reported issues with the sensor. Customer states, he was trying to insert the sensor and the needle bent. Customer also reported his blood glucose was 46 mg/dl but did not recall the time of the issues. Troubleshooting for sensor alarms was performed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (